Manufacturer narrative:
Product complaint # (B)(4). Additional information: d9. H3 evaluation: complaint sample review: one complaint sample of drain with trocar was received for evaluation, product was inspected visually and in reference to the complaint details "a foreign matter inside the drain", no foreign matter was found. Although, a fine sticking mark was identified on trocar and the drain had similar chip-off mark. As per standard practice, 100% functional test and 100% visual inspection was carried out, before and after packing of finished goods, prior to the product release. There was no scope to miss such defect, at manufacturing / release stage. Documents review: during investigation of complaint, batch review of in-process and final packaging inspections, as well as the manufacturing process is performed, these products are reported to be manufactured, inspected, and packaged in conformance with customer's specifications and have been found to be acceptable within all parameters. No discrepancy as per the reported defect is observed. Retention sample review: no negative observation was found. Review of defective sample's image / video: not applicable, as there was no complaint sample image / video received for evaluation. Photo analysis request - drain", where we have received a total of six (06) images of the suspected defective product, for which, following photo analysis is completed. Received pictures are checked visually, and concluded that: photo-1: whitish matter is visible on the drain surface. Photo-2: whitish matter is visible from a different angle. Photo-3: whitish matter is visible from another angle; the drain is placed near a measurement scale. Photo-4: a trocar with the drain fixed is visible. Photo-5: label indicating 15 fr drain is visible. Photo-6: the drain is visible and placed near the package. Based on the visual review of the received images, the presence of foreign matter on the drain is confirmed. However, it is unclear from the photographs whether the foreign matter is free-lying or embedded within the product. These products are reported to be manufactured, inspected, and packaged in conformance with customer's specifications and have been found to be acceptable within all parameters. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: please describe the type of foreign matter that was observed. What was the foreign matter¿s appearance? What was the texture? Color is the white. Are there any photos of the foreign matter available? Yes is it possible that the foreign material fell into packaging upon opening of device? Unk was the product seal on the foil still intact when the package was opened? Unk photos upon which this medwatch is based has been received, however, the photo evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2025 and a drain was used. During the procedure, it was found that there had been a foreign matter inside the drain, about 7 cm from the base of the trocar needle. The product was in the sterile package. The product was not used for the patient. Another product was used to complete the case. There were no adverse consequences to the patient. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h4.